Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope had debris inside the scope near the distal tip. There were no reports of patients¿ harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. According to the investigation, the technician could not duplicate the reported event; the device channel was observed to be clean with no sign of contamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.